Event description:
Patient presented to the physician with ipg migration and requested ipg pocket revision surgery and had discontinued use of therapy due to the migration. Surgeon brought the patient into the or, observed a seroma around the ipg, and saw the sutures anchoring the ipg had either broke or become loose. Surgeon drained the seroma and re-anchored the ipg in the pocket.